Event description:
The patient reported that the "up" keypad button was not always responding. The "ok" button had to be pressed multiple times to elicit a response from the keypad. The button did not spring back normally. The pump was exposed to water.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. The "up" keypad button was intermittently responding and required excessive force to activate. The "down" and "ok" buttons were intermittently responding to user inputs. The keypad was removed and the "up" and "ok" key contacts were misaligned. All of the key contacts became inverted when pressed and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.